Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Pump received with minor scratched lcd window, broken battery tube threads, cracked case at the display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the battery compartment and display screen was cracked. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.